Manufacturer narrative:
Device discarded by hospital.

Event description:
The cca (common carotid artery) was accessed with a micropuncture sheath followed by the advancement of the silk road medical j-tip guide wire. The cca was serially dilated with a 6fr then 8fr dilator followed by placement of the silk road medical arterial sheath. Two views of the sheath were taken and a dissection was noted in the cca. No established cause of the dissection could be determined. The physician was able to advance an 0.014" thruway wire to find the true lumen across the rica (right internal carotid artery) lesion. Two stents were placed to cover the lesion and dissection. No further interventions were performed. No adverse patient outcome.